Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received not deployed with the adhesive pad fully attached to the bottom housing. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence, prior to when the needle mechanism is expected to deploy. The investigation found that the soft cannula could not have dislodged from the infusion site as reported, as the soft cannula had not deployed. Inspection of the adhesive pad and adhesive welds found no issues that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined.